Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd eclipse¿ bd luer-lok¿ syringe with detachable needle was leaking as "it was reported there is no "screw on" mechanism the syringe has to be pushed into the base of the needle. When administering a heparin shot the seal broke and sprayed drug back around the seal". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No DHR could be performed as the lot number is unknown. If the lot information and samples are received in the future the complaint will be re-opened and re-investigated.